Event description:
Surgeon placed trial 16mm stabilizer insert and was happy with the pt's motion. After inserting the regular insert the pt's range of motion was not the same, (loose). Surgeon had to change insert to a 19mm stabilizer insert to regain proper balance. No adverse consequence to the pt or extention of surgery time.